Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post implant follow-up. Upon interrogation, the patient's right ventricular lead exhibited loss of capture. An echocardiogram was performed and cardiac perforation was observed. It was noted that the patient was not symptomatic to the event. The lead was successfully repositioned. The patient's condition was stable throughout the event.